Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that after a few minutes powered by the battery, the equipment started to catch fire. The initial information indicates that the device was in the emergency sector of the hospital connected to ac power when it started to overheat. . There was no adverse impact to patients or users.